Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdc vivo implants. Following implantation the implants looked good. Dr. Nunley mentioned that the implants had migrated and that he is following the patient, no intervention has been scheduled at this time. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the complaint investigation, therefore no DHR review could be completed. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdc vivo devices remain implanted in the patient and were not returned for investigation, therefore no device evaluation could be completed, additionally, no imaging was provided. The implants have migrated but a reason for the migration is unknown. The submission is 1 of 2 devices involved in this event.

Event description:
A patient was implanted with two pdc vivo implants. Following implantation the implants looked good. Dr. Nunley mentioned that the implants had migrated and that he is following the patient, no intervention has been scheduled at this time.